Event description:
A customer contacted beckman coulter inc. (Bci) in regards to three elevated accutni results in the risk stratification, which resulted as negative upon repeat analysis. In addition, the customer also obtained a fourth patient with erroneously high result above the acute myocardial infarction (ami) cut-off that resulted within the risk stratification range upon repeat analysis. The sample were run on unicel (r) dxc 600i synchron access clinical system the erroneous results were not reported out of the laboratory. Patient treatment was not impacted by this event.

Manufacturer narrative:
The samples are collected in plastic bd na heparin tubes and centrifuged for 10 minutes at 3500 rpm. Three levels of accutni qc results were within specification on 05/17/2010 and 05/26/2010. System checks performed on 05/09/2010, 05/23/2010, and 05/30/2010 were within specifications. Service was provided to the customer, however it was declined. A clear root cause for this event can not be determined.